Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level sensor was found damaged. There was no patient involvement.